Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") in a female patient who had essure (batch no. C55829) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria disability and intervention required) with pelvic pain and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue and pelvic inflammatory disease with essure. The reporter commented: no longer able to walk, to do sports or to carry out everyday tasks. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic inflammation. Essure was removed approximately 2 years after insertion. This event, interpreted as pelvic inflammatory disease, is anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In the present case, limited information was provided. The exact time point of the pid diagnosis after insertion was unknown. However, given the nature of this event a contributory role of essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") in a female patient who had essure (batch no. C55829) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria disability and intervention required) with pelvic pain and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue and pelvic inflammatory disease with essure. The reporter commented: no longer able to walk, to do sports or to carry out everyday tasks. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 19-may-2017 for the following meddra preferred term: pelvic inflammatory disease: the analysis in the global safety database revealed 55 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic inflammation. Essure was removed approximately 2 years after insertion. This event, interpreted as pelvic inflammatory disease, is anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In the present case, limited information was provided. The exact time point of the pid diagnosis after insertion was unknown. However, given the nature of this event a contributory role of essure cannot be excluded. This case was regarded as incident since device removal was required. The outcome of the investigation resulted in an unconfirmed quality defect.